Manufacturer narrative:
Mayfield composite series base unit, standard (a3101) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit showed that the handle tested low when put under pressure, and the swivel sleeve teeth are worn flat. The drawbar and viton ball are worn in the swivel adapter, the transitional teeth are worn., and the handle trigger is missing the viton ball. By the completion of service, the transitional, swivel sleeve, drawbar, 5/16 viton ball, 1/4 viton ball and roll pin will be replaced and general cleaning and maintenance will be performed. Root cause - the complaint is confirmed via inspection of the unit. Probable root cause is routine use and wear of the unit. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
A facility reported that there is possibly an issue with the teeth of the mayfield composite series base unit, standard (a3101) and they had to change out the device due to head movement that occurred during the case. No patient injury or surgical delay has been reported. Additional information has been requested.